Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer has reported vague problems of holes, leaks, and separations with a particular lot of tubing over the past several months. The events occurred several months ago, there are no specifics or date of events available, and no patient harm was reported.